Event description:
It was reported during the review literature, it was noted that the smart pass feature was disabled of the subcutaneous implantable cardioverter defibrillator (s-ICD), due to oversensing and low amplitude. It was difficult to set the smart pass due to the amplitude value, so it was corresponded by turning the off the same setting and changing the induction. After that, an inappropriate operation was observed due to intermittent bundle branch block. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.